Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 4 mmol/l. Troubleshooting was done. The customer stated that, prior to the alarm, the insulin pump was in her bra and that it was hot. The customer had also injected extra insulin into herself due to a high blood glucose of 14 mmol/l the night prior. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.